Event description:
It was reported to depuy acromed that 2 vsp screws broke post-operatively as received, the screws were broken at the third cancellous screw thread. 2 vsp plates were returned but they were ancillary to the complaint. According to the complainant, the screws were implanted in 2001, x-rays in 2002 revealed that the screws were bending. X-rays in 2002 revealed that 2 screws had broken. A revision surgery was performed in 2002 to remove the broken screws and replace with timx. There were no other adverse consequences to the pt. A dimensional analysis was performed on the features of the returned screws that were not damaged (major/minor thread diameter) and the screws conformed to specifications. A dimensional analysis was also performed on the returned plates and they conformed to specifications. A material assessment test was performed and the material conformed to the astm material specifications for titanium. A fracture analysis was performed using a scanning electron microscope (sem). Testing concluded that the screws conformed to all design and material specifications. The type of fracture could not be determined due to the damage to the screw caused by the two pieces of the screw repeatedly rubbing against each other in-vivo. There were no material defects observed. A definitive cause of the event cannot be determined. No further action can be taken at this time.